Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue of infusion set being crimped, within 3 or more hours of insertion. The insertion site was located at abdomen. The infusion set was in use for more than 48 hours. The blood glucose level of the patient was 224 mg/dl. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.